Event description:
Boston scientific received information that low shock impedance levels less than 20 ohms were detected by this implantable cardioverter defibrillator (ICD). With current information, no remedial action has been taken and the physician continues to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.